Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-feb-2024. The device evaluation was completed on 27-jun-2024. The product was returned to biosense webster for evaluation. It was sent to the device manufacturer for further investigation. Visual, dimensional and microscopical analysis of the returned device were performed following bwi procedures. Visual inspection revealed that the cap was separated from the hub and the cap was not returned for analysis. No other anomalies were observed. Dimensional analysis found results within specifications. Further microscopic analysis revealed marks on the surface of the hub ring. A device history record evaluation was performed and no internal actions related to the complaint were found during the review. The complaint reported by the customer was confirmed, based on the cap separation condition of the returned unit. The potential cause of the cap separation cannot be determined. Concerning the marks observed on the surface of the hub ring, these are often the result of interactions with sharp objects or mechanical damage. Procedural factors or/and handling process may contribute to this issue; however this cannot be concluded. Furthermore, it was concluded that this issue is unrelated to the manufacturing process. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a preface sheath for which biosense webster¿s product analysis lab (pal) identified that the cap was separated from the hub. Initially it was reported that just after opening the package, a screw was missing when the preface sheath was used. Resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence. Additional information was received on 09-jan-2024. Although unable to identify the location, a screw around the hub and gasket was missing. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-jun-2024, the cap was separated from the hub and the cap was not returned for analysis. The event was originally considered non-reportable, however, bwi became aware of cap was separated from the hub on 27-jun-2024 and have assessed this returned condition as reportable.